Event description:
Codman microsensor ventricular catheter and transducer placed on 2/9/98. On 2/10/98 intracranial pressure documented as -16. On 2/11/98 intracranial pressures ranged from -25 to +47. On 2/12/98 intracranial pressures ranged from -17 to +46. Clinicians questioned accuracy of monitored readings.